Event description:
New information received notes that post-paced t-wave oversensing occurred again after device reprogramming. Additional programming changes were suggested.

Event description:
New information received notes that the device was reprogrammed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were suggested.